Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tacrolimus results for 4 patient samples on a cobas e 801 analytical unit, compared to mass spectrometry results. The customer suspects an interfering factor in the patient samples. No units of measure were provided. On (B)(6) 2026, sample 1 had a result of 6.57. The mass spectrometry result was 6.40. On (B)(6) 2026, sample 2 had a result of 6.57. The mass spectrometry result was 8.90. On (B)(6) 2026, sample 3 had a result of 5.46. The mass spectrometry result was 7.1. On (B)(6) 2026, sample 4 had a result of 10.9. The mass spectrometry result was 12.7.